Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave over sensing on the ventricular channel was observed. Programming changes were recommended. No further information is available.